Manufacturer narrative:
Updated data: b4,g6,h2,h10,h11. Corrected data: g3. Initial MDR report tw #: (B)(4) mfg report # : 2249723-2023-00435 was submitted containing a blank ¿date received by manufacturer¿.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the display assembly (0160-00-0127). Preventive maintenance (pm) was completed. The fse performed full calibration, functional, and safety checks which passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had horizontal lines across the upper display. All screen data was visible and pump functioned normally with this defect. There was no patient involvement reported.

Event description:
N/a.